Manufacturer narrative:
H10: during review of the event log, it was determined that the device was in use when the issue occurred. No patient or user harm was reported. The key market reported that during evaluation of the device, the service engineer was able to obtain the event log. The allegation of the check vent: auto zero failure for the proximal pressure issue was confirmed in the event logs via the 110b error code.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1109 check vent: proximal pressure sensor auto-zero failed. It is unknown if the device was in clinical use when the issue was identified. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
H10: during follow up with the key market, the service engineer reported that after checking the operation of the device for certain about of time, there was nothing wrong with the device regarding the autozero error.